Manufacturer narrative:
Evaluation in progress, but not concluded. The affected component has been returned to the manufacturer for investigation. Device repaired and returned.

Event description:
During preparation for cardiopulmonary bypass, the air bubble sensor could not be initialized. The sensor was not used during the procedure. There was no adverse consequence to a patient as a result of this event.